Event description:
Add'l info rec'd from MFR 2/2/05: the total implant duration time for the device including implant and explant dates: this info cannot be provided as several attempts to reach the reporter by phone and certified mail have been unsuccessful. The manufacturing lot and/or serial number of the devices listed. Same as #1 above. A medwatch has been submitted for each of the screws reported. Medwatch numbers are assigned as follows: 67540p - 9617544-2005-00007, 67545p - 9617544-2005-00006, 67550p - 9617544-2005-00008.

Event description:
Pedicle screws broke that were used in the alif and plif surgical procedure of l3-s1.